Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of entire drawer not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #02094701 the fse reported that the pockets were not detected on bus on auxiliary fh cubies to be drawer six. The fse replaced defective/faulty drawer retractor and tested good. The station was now fully operational. The technician verified. Hta diagnostics passed. During dchu visual inspection: p/n 353844-01: it was found on the retractor band that the flat flex cable had copper strands in contact with adjacent copper strands showing signs of thermal damage. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily for the retractor band due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by crossed continuity between adjacent copper strands of both assy retractor dwr hh cubie (p/n 353844-01) due to thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pocket was not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.